Event description:
Pt came in because his contact lenses were making his eyes red. His last exam was in 1999 and supplier had continued to issue contact lenses. He had last purchased lenses 6 months ago, after the fairness to contact lens law was passed. He had corneal infiltrates, papillae on his eyelids and 2+ conjunctival inflammation. He was given antibiotics and told to remove the dirty contact lenses. His eye inflammation cleared, but he will be more prone to infection.